Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a right ventricular lead that failed to capture. Testing found the lead to have dislodged. Initially programming changes were made to work around the issue. The lead was then explanted and replaced. The patient was stable.